Manufacturer narrative:
A 12x4 80 5f powerflex p3 percutaneous transluminal angioplasty (pta) balloon burst when the balloon reached nominal pressure (6 atm (six atmospheres)). The lesion was not calcified, but had in-stent restenosis of a smart control stent implanted several years prior. It was located in the svc (superior vena cava). The percentage of stenosis was (B)(4). There was no tortuosity. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. During prep the inner lumen was just flushed with saline. The brand of contrast is unknown but the contrast to saline ratio was 1:1. An indeflator was used in the procedure and the same indeflator was used successfully with another balloon, a 12x4cm powerflex pro balloon. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The implanted stent was a smart 14x6 and no lot number was available because the stent was implanted few years ago. Procedural details of the implant procedure are not known. The device was not used for a chronic total occlusion lesion. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The balloon reached nominal pressure and did maintain pressure during inflation. The stent was not returned. No lot number was provided therefore no device history record (DHR) review could be generated. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU (instructions for use) as such. According to the instructions for use ¿potential complications may include, but are not limited to: vessel occlusion, restenosis or recurrent stricture.¿ - without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the affiliate, a 12x4 80 5f powerflex p3 percutaneous transluminal angioplasty (pta) balloon burst when the balloon reached nominal pressure (6atm). The lesion was not calcified, but had in-stent restenosis of a smart control stent implanted several years prior. It was located in the svc. The powerflex device will be returned for analysis. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. During prep the inner lumen was just flushed with saline. The brand of contrast is unknown but the contrast to saline ratio was 1:1. A medtronic brand indeflator was used in the procedure and the same indeflator was used successfully with another balloon, a 12x4cm powerflex pro balloon. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The percentage of stenosis was (B)(4). There was no tortuosity. The implanted stent was a smart 14x6 and no lot number was available because the stent was implanted few years ago. Procedural details of the implant procedure are not known. The device was not used for a chronic total occlusion (total occlusion >3 months lesion. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The balloon reached nominal pressure and did maintain pressure during inflation.